Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On 01/01/2017 the reporter contacted animas alleging that the patient experienced a blood glucose (bg) reading of 430 mg/dl with trace ketones, extreme thirst, excess urination, and increased anxiety associated with an intermittent loss of power to the pump. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the battery cap did secure properly to the pump casing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged intermittent power issue.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2017-product analysis: the device was returned and evaluated by product analysis on 02/06/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior; data relevant to the alleged event date was overwritten due to extended pump use. The black box begins on (B)(6) 2017. The pump history shows a replace battery alarm on (B)(6) 2017 at 03:52; the next prime was recorded at 10:17. The total daily dose history was appropriate for the user programmed delivery settings. A battery compartment crack was observed. The returned battery cap was undamaged and its contact dimensions were within specification. The cap secured properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was noted to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.